Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 586mg/dl. It was stated that the events leading to her admission was dehydration and high glucose. Reviewed the alarm history and found that the customer called to set up the new insulin pump. Performed a fixed prime and high pressure test and the tests passed. The customer's most recent glucose reading was 386mg/dl, and she has treated with manual injections. No further information was provided.